Event description:
The customer reported the blood oxygen cannot be measured and there was no error code present. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Reporting address line 1 (B)(6). The philips remote service engineer (rse) interviewed the customer who had the customer check the blood oxygen probe, blood oxygen plate and seat line, there was limited functionality. The rse found the customer has no other probe tests. The rse concluded the probable cause of the malfunction was probe and no error code could be found. The rse dispatched an authorized service provider (asp) onsite for further evaluation. The asp tested the unit and found the customer's alleged malfunction could be replicated. The asp also performed visual inspection and found the same results as well. The asp ran a blood oxygen extension conversion line test and result showed that the blood oxygen level extends the transition line is damaged. The asp replaced the blood oxygen extension conversion line to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.